Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately nine years post initial right tsa, the 62 y/o female patient had a revision due to rotator cuff failure along with osteolysis due to poly wear. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The device is not available for evaluation due to hospital will not release the implants.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prothesis fracture and wear. Additional reasons for the reported revision may be the inclusion of the polyethylene in the packaging recall. However, the impact of the recall cannot be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.